Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts to obtain the following information have been performed and was received. The plaster is referring to a band-aid. No plaster cast was applied.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/15/2020 additional information: d10. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The following additional information has been requested but not received to date: what is meant by "plaster"? Was a bandage applied? Or was an actual plaster cast necessary? To date no response product has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. During use the nurse's finger got pierced by the glass within the adhesive vial. The nurse's cut was washed and bleeding stopped with pressure. Cut was then covered up with plaster. No patient tests taken due to event. Patient was not affected. There were no reported patient consequences. Nurse is fine today.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 8/24/2020. H3 evaluation: product not received. Photo received. During photo evaluation process the applicator appears to be with crushed ampoule and dry formulation inside the butyrate tube. The initiated filter is purple in color due to contact with formulation. Also, dry formulation is observed in the exit channel and outside the bulb and the sample reveals a piercing. All the components of the applicator are present and appears to be appropriately assembled. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation was performed for the finished device batch plb967, ahv1215 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.